Event description:
The consumer reported in an e-mail in 2008: "one month before, I used a trojan brand condom...not until I had finished with the product that I noticed ... A chunk of jagged and very rigid latex fused to the inside wall of the product... Caused substantial friction damage and bruising to the skin and tissue underneath and ended up rupturing less than 10 mins after a I removed the product. I had to go to an urgent care clinic the next morning because it was very painful and very sensitive to movement or touch. I was told that the area would leave a noticeable [sic] scar. It has been one month and there is a very noticable [sci] scar about 2.5 inches long raised and off color in appearance. In addition the area has continued to be hyper sensitive to the touch to the point of being painful."

Manufacturer narrative:
For further evaluation, church & dwight co., inc. Has requested the following from the user: the product, its original packaging, and completion of an event questionnaire. To date, the requested has not been returned.